Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented with lead that had dislodged. Clinically resolved by repositioning the lead.